Event description:
It was reported that during a follow-up visit with surgeon, it was evident, the locking ring on the shell had disengaged. The pt was revised.

Manufacturer narrative:
No surgical notes, x-rays, or pt demographics were provided. Two fractured, slightly bent pieces of the locking ring were returned. A portion of the ring was not returned. It is unk if the devices were implanted with the proper fit and orientation per the surgical techniques. Mating instrumentation used in surgery is unk. It is unk if the pt followed the proper rehabilitation protocols. The details and sequence of events surrounding the damage to the implants are unk. Some damage to the implants may have been done during explantation. It is possible the liner was not fully engaged in the shell, or that it was misaligned within the shell. This could lead to excessive stresses on the locking ring, which may have caused it to fracture and disengage the liner. Based on the info provided, a definitive cause for these issues cannot be determined. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.